Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Event description:
It was reported from a clinician that this right ventricular (rv) lead exhibited high pacing impedance. There were no other diagnostic changes noted. The caller will discuss with the physician. No further patient complications have been reported as a result of this event.